Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was no liquid in the vial and the lens was dry. Reportedly, white powder was present in the packaging. The lens was not used and no other devices came in contact with the lens. Reportedly, this event occurred with six lenses. This report refers to lens 3 of 6. Ref MDR#: 1313525-2015-01259 for lens 1 of 6, 1313525-2015-01260 for lens 2 of 6, 13135252015-01262 for lens 4 of 6, 1313525-2015-01263 for lens 5 of 6, 1313525-2015-01264 for lens 6 of 6.